Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen on (B)(6) 2020 using cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Liposuction was performed.

Manufacturer narrative:
Additional data: a2 a4 a6-(asian) b3 b5 d4 d10. Changed, and/or corrected data: d1 g1 h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment that may have developed paradoxical adipose hyperplasia (pah).